Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; model 5076 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the atrial lead exhibited high capture thresholds. The lead was programmed off and no patient complications have been reported as a result of this event.